Event description:
According to reporter, 37 year old female intubated with 7.5 ett. Baxter section catheter inserted for suctioning. Catheter got stuck in ett and could not be removed. The pt was extubated and then reintubated with another tube. Meanwhile, the original endotracheal tube still had the catheter stuck in it. Great force was needed to remove the catheter from the ett, and when force was applied, the suction catheter snapped in half, half being stuck in the tube, and the other half removed. The sample was returned. Striations were noted in the suction catheter.